Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure to establish luminal patency on (B)(6) 2010. Post-procedure (exact timeframe unknown), it was reported that the stent had "fractured." The complainant further added that "the dislodged portion had migrated to the pylorus" where it sat "transversely." Additionally, a portion of the stent "was dislodged and left in the proximal stomach." On (B)(6) 2010, another stent was placed. The patient is reported to be in stable condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2010. The fractured stent was noticed on (B)(6) 2010. On the same day, the stent was removed in sections with biopsy forceps. It is unclear at this time if the entire stent was removed and if the device will be returned to boston scientific. Further attempts to obtain clarification have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure to establish luminal patency on (B)(6) 2010. Post-procedure (exact timeframe unknown), it was reported that the stent had "fractured". The complainant further added that "the dislodged portion had migrated to the pylorus" where it sat "transversely". Additionally, a portion of the stent "was dislodged and left in the proximal stomach". On (B)(6) 2010, another stent was placed. The patient is reported to be in stable condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): medical intervention required. (B)(4): stent migrated. (B)(4): stent break/fracture. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stenting procedure to establish luminal patency on (B)(6) 2010. Post-procedure (exact timeframe unknown), it was reported that the stent had ''fractured.'' The complainant further added that ''the dislodged portion had migrated to the pylorus'' where it sat ''transversely.'' Additionally, a portion of the stent ''was dislodged and left in the proximal stomach.'' On (B)(6) 2010, another stent was placed. The patient is reported to be in stable condition. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **additional information received on (B)(4) 2010** the fractured stent was noticed on (B)(6) 2010. On the same day, the stent was removed in sections with biopsy forceps. It is unclear at this time if the entire stent was removed and if the device will be returned to boston scientific. Further attempts to obtain clarification have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **additional information received since (B)(4) 2010**. A review of available images revealed that although the stent was broken, there are no signs of any portion migrating.

Manufacturer narrative:
Although no product was returned, a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.